Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was received in two pieces. The lead insulation was abraded at 10.4 cm - 10.9 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device. (B)(6). (B)(4).